Manufacturer narrative:
B5: (describe event or problem) was updated. The reported complaint of "when the autopulse was powered on, the platform displayed the following prompts: 'initializing' and 'align patient on platform, close lifeband, and then press continue'" was confirmed in the archive data but was not confirmed during the functional testing. No malfunction was observed which could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. The likely root cause was due to the size and the stiffness of the patient's chest during the use of the platform. The platform was refurbished in 2015. Our records indicate that the ap platform has not received any routine preventative maintenance since 2015. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive file showed occurrences of multiple ua17 (max motor on time exceeded during active operation) and multiple ua12 (lifeband not present) error messages recorded on april 14, 2020. User advisory 17 is when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. This normally is experienced when the patient's chest is so stiff and hard to compress. User advisory 12 is when no lifeband installed, or not properly installed. This normally is experienced when the band clip on the lifeband is not properly engaging the safety switches in the driveshaft. No other discrepancies were noted. The same li-ion battery (s/n: (B)(6) was used; however, it was still fully charged at the time of use and performed without any issue. The platform performed a total of 1858 compressions. Based on the archive file data, the user powered on and powered off the platform. The user powered on the platform and the platform performed seven compressions before it displayed ua17. The user powered off the platform. The user powered on the platform again and the platform performed six compressions before it displayed ua17. The user powered off the platform. The user powered on the platform again and the platform performed 1858 compressions before it displayed ua12. The user powered off the platform. The user powered on the platform again and the platform displayed ua12. The user powered off the platform. The user powered on and powered off the platform. The archive data showed a total of six sessions occurred on the event date. The platform was successfully used on the patient. The autopulse platform passed functional test without any fault or error. Run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries was performed for approximately 12 minutes. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Additional maintenance and inspections were completed to address issues unrelated to the reported complaint to ensure that the autopulse will continue to function properly, including load cell characterization and brake gap inspection. The brake gap inspection verified the brake gap within the specification. Load cell characterization test verified both cell modules are functioning within the specification. Thus, zoll recommend that staff be trained on operational training for autopulse platform. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(6) was used to resuscitate an 86-year-old female patient in cardiac arrest. It is unknown if the cardiac arrest was witnessed, and the cause was unidentified. It is unknown what the duration of the patient's cardiac arrest was before the patient received manual CPR, which was performed for 15 minutes prior to the use of the autopulse platform. When the autopulse was powered on, the platform displayed the prompts "initializing" and "align patient on platform, close lifeband, and then press continue". The ems crew realigned the patient on the platform and extended the lifeband to readjust and secure it. Then, the green start / continue button was pressed to start chest compressions; however, the platform displayed the same prompts again. The patient was realigned and the lifeband was readjusted, but the issue was not resolved. The customer did not provide further information, and it is unknown whether manual CPR was performed or not after the issue was observed. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the hospital. As per the customer, it is unknown if the patient's death was related to the autopulse system. Please see the following related MFR reports: ccr 49758, MFR#: 3010617000-2020-00581 for patient 1. Ccr 49760, MFR#: 3010617000-2020-00584 and MFR#: 3010617000-2020-00585 for patient 3. Ccr 49483, MFR#: 3010617000-2020-00502 for patient 4.

Manufacturer narrative:
The reported complaint of "when the autopulse was powered on, the platform displayed the following prompts: 'initializing' and 'align patient on platform, close lifeband, and then press continue'" was confirmed in the archive data but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the platform functioned as intended. The archive showed user advisory (ua) 17 (max motor on time exceeded during active operation) and user advisory (ua) 12 (lifeband not present) error messages to have occurred on the reported complaint date. The error messages could not be replicated during the functional testing. The root cause for the ua17, based on the archive, was due to using a battery with a low charge status, attributed to user error. The probable root cause for the ua12 error message could be due to the band clip on the lifeband was not properly engaging the safety switches in the driveshaft possibly as a result of improper installation of the lifeband, most likely attributed to user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. Based on the archive data review, the autopulse li-ion battery (sn: 49768) with 1304 mah remaining capacity (rc) was used on the reported event date. The battery was inserted into the platform a day prior to the reported event date with rc at 1437 mah, and the customer continued using the battery without re-charging it. On the reported event date, the first power on/off recorded time in the archive showed a duration of 0 second. This could be either due to a glitch or due to the user rapidly kept pressing the start/continue button. When the autopulse was powered back on, the platform performed 7 compressions and then, the autopulse stopped compressions and displayed ua17 (max motor on time exceeded during active operation) error message. The user pressed restart and cleared the error message. The platform performed 6 compressions, and then, the autopulse stopped again and displayed ua17. Based on the platform's archive, the battery had a low charge status with 552 mah remaining capacity when the ua17 occurred. The archive shows that the battery, which was not fully charged prior to use, had a low voltage and it was used repeatedly for compression. Nevertheless, the user managed to clear the ua17 error and restarted the platform. Multiple cycles of compression with a total number of 1858 of compressions were performed with normal exit, and then, the autopulse stopped and displayed ua12 (lifeband not present) error message. The user inserted another autopulse li-ion battery (sn: (B)(4)) into the platform, but the autopulse displayed ua12 upon powering up. The user cleared the error message and powered the platform back on with no issues. The autopulse was powered on for a short duration of 7 seconds, and then, the customer discontinued using the autopulse. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The autopulse platform passed the initial functional test without any fault or error, and therefore, the reported complaint was not confirmed. Run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries was performed for approximately 12 minutes, and the reported complaint could not be replicated. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate an (B)(6)-year-old female patient in cardiac arrest. It is unknown if the cardiac arrest was witnessed, and the cause was unidentified. It is unknown what the duration of the patient's cardiac arrest was before the patient received manual CPR, which was performed for 15 minutes prior to the use of the autopulse platform. When the autopulse was powered on, the platform displayed the prompts "initializing" and "align patient on platform, close lifeband, and then press continue". The ems crew realigned the patient on the platform and extended the lifeband to readjust and secure it. Then, the green start/continue button was pressed to start chest compressions; however, the platform displayed the same prompts again. The patient was realigned and the lifeband was readjusted, but the issue was not resolved. The customer did not provide further information, and it is unknown whether manual CPR was performed or not after the issue was observed. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in the hospital. As per the customer, it is unknown if the patient's death was related to the autopulse system.